Event description:
It was reported to boston scientific corporation that in 2007, the balloon burst during stone extraction. The customer noted that the balloon burst more easily than competitive balloons. The procedure was completed with another extractor rx retrieval balloon device and there were no patient complications.

Manufacturer narrative:
The balloon was found to be torn near proximal end. This was most likely caused by contact with a sharp exterior source. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.